Event description:
During inspection of the deltapaq platinum microcoil 1.5 mm x 6 cm (dfs10015620/(B)(4)), the physician was not able to push the coil out of the introducer. The actual coil could not be seen. The introducer did not appear damaged. This was the second coil that was to be placed in the right internal carotid artery aneurysm. Another codman coil was used and the procedure was completed without any other problems or complications. Preliminary analysis of the device on 3/21/2014 revealed that the proximal end of the coil was compressed and buckled, therefore, this complaint has been determined to be MDR reportable.

Manufacturer narrative:
Patient identifier: (B)(6). No information was provided regarding patient age, gender, weight or medications. Complaint conclusion: upon receipt of the microcoil system for analysis, it was verified that the coil could not be advanced outside the sheath. As viewed through the introducer sheath it was found that the proximal end of the coil was compressed and buckled. The remainder of the coil was undamaged. The coil's socket ring was pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil were no longer concentric to each other. The pressure at the proximal end of the coil was directed against the sidewall of the introducer instead of straight ahead. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch had been fractured. The locking mechanism had compression and stretching damage. Originating at the distal end of the locking mechanism, the skive had been stretched opened from a binding action for a length of 11.0 centimeters. The most likely contributing factor to the coils inability to be advanced out of the introducer sheath occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch inside the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action can produce significant resistance which can cause the coil's socket ring to be pushed down inside the outer sheath and cause compression and buckling damage to the proximal end of the coil with the loss on concentricity between the distal tip of the dpu and the proximal end of the coil. The buckling damage can cause the coil to be bent and pushed against the introducer sheath's sidewall. In this condition when proximal external force is applied to advance the coil, the energy will push the coil against the introducer's sidewall instead of in a forward direction. With the loss of concentricity combined with the buckled proximal section of the coil against the introducer's sidewall advancing the coil out of the sheath cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically," "caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm)." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to push the coil from the introducer was confirmed through product analysis. Handling factors discussed in the IFU may have contributed to the inability to push the coil from the introducer as well as the coil and introducer damage found during the product analysis. There was no evidence of a design or manufacturing issue related to this complaint; therefore, no corrective/preventive actions will be taken. This is an initial/final MDR.